Manufacturer narrative:
Device is combination product (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to unstable angina (B)(6) and underwent cardiac catheterization which revealed an 85% stenosed and 22 mm long target lesion in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. It was treated with direct stent placement using a 3.0x24mm taxus liberte stent and post dilation resulting in 9% residual stenosis. One day later, the patient developed chest pain and dyspnea. Cardiac enzymes were found to be elevated and the patient was diagnosed as having a myocardial infarction. No treatment was noted and the event resulted in a prolonged hospitalization. One day later, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.